Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury. We received additional information from the customer which affects the event type of this complaint. The applicable event type, serious injury, is provided in this follow-up report.

Manufacturer narrative:
We received additional information from the customer which affects the event type of this complaint. The applicable event type, serious injury, is provided in this follow-up report.